Event description:
It was reported that there was difficulty connecting to the device. Boston scientific technical services (ts) was contacted, and ts saw that there was loss of capture and the patient's heartrate was in the thirty beats-per-minute range. Ts helped the field representative send a transmission. Later, ts was contacted again to discuss how the right ventricular thresholds had been trending high over the last year and discuss programming options. The device and leads remain in service. No adverse patient effects were reported.